Event description:
Boston scientific received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms with no capture or sensing. The lead was found to be fractured due to a stent in the subclavian vein which crimped the lead. A revision procedure was performed to replace this lead. However, the left side was occluded and there was no venous access. Therefore, this lead and the associated atrial lead were both surgically abandoned. Efforts to implant the system on the right side were unsuccessful due to placement difficulty. Additionally, the patient began coughing up blood and the pacemaker was explanted and the procedure was aborted.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additonal information is received.